Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2022.

Event description:
It was reported that the patient was experiencing loss of stimulation. It was noted that the ipg had to be charged more frequently and for a longer period. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.